Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The pump alarmed that it was due for preventative maintenance. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd solis vip pump had a blank screen and that the amber light is lit and is alarming. There were no adverse events reported.